Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 50mm in diameter thoracic aortic aneurysm in zone two. The proximal neck was 32mm in diameter and 28 mm in length. It was reported that on a recent follow up CT scan aneurysm expansion was confirmed. Per the investigator, the cause of the event is unknown. The aneurysm measurement 30 days post-operative was 51mm in diameter, 51mm at the post-operative 1 year, 53mm at the post-operative 2 years, and 54mm at the post-operative 3 years. No additional clinical sequelae were reported and the patient is fine. No clinical sequelae were reported and the patient being monitored.